Manufacturer narrative:
The devices were not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
Nevro received the following report: following the surgical lead implant surgery, a patient experienced loss of sensation in both legs due to venous congestion. The system was explanted on the same day as implant. Physician indicated that the event was neither device nor procedure related. Follow up report stated that sensation has improved in both legs and the patient is recovering well.